Manufacturer narrative:
The pushwire was returned for evaluation without the catheter and pipeline. The pipeline remained in the patient. The evaluation could not determine the cause of the event as the pipeline was not returned; however, the capture coil was found to be damaged and may have contributed to the reported event. All devices were 100% inspected for damages and irregularities during manufacture. (B)(4).

Manufacturer narrative:
Received additional information on (B)(4) 2014 stating that the patient was seen a month ago and she was 3/5 in her leg and 4/5 in her arm. The patient still struggled to find some words, but follow-up CT (computed tomography) did not reveal a new stroke. The treating physician believed the patient¿s hypoxic state had delayed her recovery. It was stated that the patient was beginning to improve. (B)(4)

Event description:
Treatment of a large unruptured aneurysm measuring 17mm located in the ophthalmic segment of the left ica (internal carotid artery). The patient was placed on aspirin and plavix prior to the procedure, but the patient appeared to be non-respondent to plavix so another bolus was given just prior to the procedure, and was switched to berlenta after the procedure. On (B)(6) 2014, the patient underwent pipeline embolization treatment. The patient had poor lower extremity anatomy; therefore, access was gained through the neck. Once the navien and marksman catheter were in place, the pipeline (5mm x 18mm) was deployed, but it did not detach from the capture oil. The pipeline was removed from the patient by trapping the braid between the capture coil and marksman catheter. A new marksman catheter was then used to advance a new pipeline (5mm x 12mm) to the lesion. During deployment, the pipeline partially detached and was not opening on the proximal end. As attempts were made to open and detach the pipeline, access was lost across the device. The marksman was used to try to open the device proximally, but without success. Attempts were made to remove the device with an amplatz goose neck snare and alligator retrieval device, but without success. After several hours of attempting to remove the pipeline, a decision was made to leave the pipeline and sacrifice the vessel. The patient had good collateral flow from the right side. The patient was reported to be fine immediately after the procedure; however, the patient appeared to have a small stroke the next morning and was weaker on the right side and this worsened over 48 hours. The patient was hemiplegic and aphasic but an MRI (magnetic resonance imaging) showed only punctate watershed strokes. The patient was discharged with only a slight visual field deficit seven days after the procedure and is expected to improve over time. The physician did not intend to have the patient back for follow-up for three months after the procedure. Same event as MDR# 2029214-2014-00480.